Manufacturer narrative:
(B)(6).

Event description:
The customer reported that during testing the unit is failing and giving a low leak co2 alarm. The customer reported there was no patient involvement.